Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer replacement kit, hard drive, and generator interface board were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up during a routine check. No pt injury was reported.